Event description:
Caller reported pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller initially attempted to charge using a wall outlet, but the connection remained unstable. Cts instructed caller to try a different wall adapter and charging cable; however, the issue persisted. Technical support decided to replace the pump, confirmed it was under warranty, and guided the caller on returning the pump in storage mode using a pre-paid label. Caller agreed to use an alternate insulin delivery method, mdi, and acknowledged the instructions provided.